Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4). Barrel / flange damaged. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 309646; batch # 3292470. It was reported that the bd luer-lok barrel / flange was damaged. The following information was provided by the initial reporter: it was reported by customer that two syringes were found to be cracked and leaking out the sides. Rcc received a complaint via email. Date: 11/20/2024. Complaint number: (B)(4). Account name and number: (B)(6). Contact person: (B)(6). Item number: 308-309646. Lot number: 3292470. Sample available: no. Adverse events: no. Date of event: 09-23-2024. Item description: syringe only bd 5ml luer-lok sterile. Incident description: as per account, two syringes were found to be cracked and leaking out the sides on (B)(6) 2024. Additional notes: no visual evidence was provided. Furthermore, the complaint samples have been disposed of. The defective units were not used on any patients and no adverse events arose from this issue. Additional information provided: ¿these cracks were located along the sides of the syringes, along the ticks that measure the volume of fluid in the syringes.¿